Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional procedure to deploy a pacemaker via an 8f sheath . The suture of the first prostyle device was successfully pre-placed. Reportedly when attempting to pre-place the second prostyle device, the suture broke and the knot did not capture well. The sutures of a new prostyle device was successfully pre-placed. The sheath was upsized to to a sheath greater than 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.